Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a damaged cable and dropped button was conformed. The following defects were found during evaluation : the buttons had not function and cable is damaged. The resistance values of the keypad were out of range. The motor was corroded and runs not constantly. The protective earth resistance of the motor cable was out of range. The motor, the motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand-control device had a damaged cable and a button that dropped. During in-house engineering evaluation, it was determined that the motor was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.